Event description:
Orthofix straight inserter 9mm catalog # 80-4390 does not have validated cleaning parameters nor can the device be properly cleaned due to non-modular design flaws and lack of instrument's capability to be disassembled and for proper decontamination. Consequently, the device presents a health risk for other pts for which the device is needed for surgical use.